Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: the claim about: "charging/communication, pt did not recharge" was confirmed: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02108 and 1627487-2013-02109.